Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump developed a cracked screen of unknown cause and became unresponsive, preventing the user from resuming insulin delivery; a replacement was arranged and the user transitioned to backup therapy per healthcare provider guidance while continuing dexcom g7 cgm on the mobile app. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other clinical effects. Outcomes included temporary interruption of insulin delivery and reliance on backup therapy until receipt of a replacement device. Investigation included review of the reported device condition and user account of events, confirmation of data sync to the mobile app, and instruction on return and shutdown procedure. Investigation of this device revealed a physical damage issue to the display/touchscreen that resulted in loss of user interface responsiveness and inability to control insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user interface/display damage of undetermined origin.